Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window and missing segments or partial display due to cracked glass. The pump passed the displacement test. The pump failed the self test due to missing segments or partial display.

Event description:
The customer reported via phone call the insulin pump has cosmetic damage. The customer¿s blood glucose level was 150mg/dl at the time of incident. The customer was assisted with trouble shooting. The customer's pump will be returned.